Manufacturer narrative:
The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on 04/02/2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined.